Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-implant device check, undersensing was observed. Patient had received a lot of external defibrillation before the device was implanted. Programming changes were made. Patient will be monitored.